Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, keypad was not working, which was reproduced. The device evaluation confirmed the #2, #4, #5, #6, #7, #8, #9 and the (.) Keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur while attempting to navigate through care area/drug selection, and attempting to input desired parameters. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inoperable/malfunctioning keypad with the "3 key stuck" in the intensive care unit. Any patient involvement, injury or medical intervention is unknown.